Event description:
It was reported the patient had an infection. The patient had noticed seepage at the implant site and the skin was not closing well. On (B)(6) 2015, the patient had a local wound infection at the right frontal burr hole site. On the following day, the patient¿s right implant was removed due to pseudomonas bacteria (water bacteria). On (B)(6) 2015, the flap that covered the insertion site had a very narrow lateral based pedicle and a very small ulceration within the incision line parasagittal. The site was not draining and there was no exposed bone. The patient¿s healthcare professional (hcp) would need to do a skin graft for the next implant. Perioperative antibiotics had been administered and the patient did not have meningitis. The patient had three weeks of antibiotic therapy. On (B)(6) 2015, the wound was well healed and the infection was resolved. The patient was doing reasonably well and their left implant was left alone, but their stalevo was increased. The patient had a consultation with another hcp for a possible wound revision option that may allow for reimplant at a future time.

Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3387-40, lot # j0436901v, implanted: (B)(6) 2006, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type extension; product ID 3387-40, lot # j0455264v, implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type lead; product ID 3387-40, lot # j0455264v, implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type extension. (B)(4)